Event description:
It was reported that the ilet display area showed an internal seal coming loose, consistent with a screen bezel separation on the display component and characterized as a loss of or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the display assembly, aligning with a bonding failure at the bezel seal. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial